Manufacturer narrative:
Analysis and results: there are two previous complaints of the same code-batch regarding other issues. We manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical's warehouse. Without closed and/or defective samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment strength results before releasing the product were 1.64 kgf in average and 1.39 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.97 kgf in average and 0.49 kgf in minimum). We have also reviewed the complaint history record, and there are no previous complaints in any of the other products manufactured with the same thread raw material batches used in this product. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that when the doctor performed cesarean section of the lower segment of the uterus for the patient, the operation was carried out according to the normal process, and the suture was broken when the needle was used to sew the skin. If it is found in time, replace the absorbable surgical suture immediately and continue the operation. If there is no other injury to the patient during the operation, report it to the medical consumables management department immediately. No further information has been provided.